Event description:
Consumer complaint of blood result reading of "hi". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 375-450mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirmed the strips are stored properly and that the strips were first opened (B)(6) 2015. Customer performed blood test, 587mg/dl not fasting. Reviewed meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: test strip issue.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).